Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was inpatient and the device was interrogated due to delivered shocks. Review of the treated episodes showed the patient was in a wide complex ventricular tachycardia (vt) at a rate of 150 beats per minute (bpm). While the rhythm was in progress oversensing occurred which caused the rate to increase to a therapy zone. Post shock a fine ventricular rhythm was observed with some undersensing. A second episode was stored with similar observations. The device was programmed with a conditional zone of 200 and shock zone of 220. Technical services discussed the lowest zone available is 170 and it was not known how long the patient was in vt before the shocks were given.